Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was able to be confirmed and duplicated. Transducer pt801 (exhalation pressure transducer) and pt800 (turbine differential transducer) have failed. This is a known issue which has been addressed with CAPA-000000281, scar ps-16-23 and (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator circuit disconnect, low peak inspiratory pressure (pip), low minute ventilation (ve) and shows transducer fault alarm. The turbine pressure calibration on the 60cmh2o fails. There was no patient involvement reported with this event.